Event description:
It was reported that a pump did not deliver an accurate amount of medication to a pt (medication, programmed amount and delivery rate unk). It was also reported that there was no pt injury. The device was tested by the facility's biomedical engineering department to deliver 10ml at a rate of 345ml/hr. The customer stated that the pump only delivered 8ml.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. Excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. The programmed parameters of the reported inaccurate delivery of medication to a pt are currently unk and subsequently the magnitude of the alleged error could not be determined. At this time, the date of event is unk.